Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-14781. It was reported that the patient presented in clinic with heart failure symptoms. Device interrogation revealed that the atrial and right ventricular lead were over-sensing noise. The noise was causing inhibition of pacing. The leads were replaced on (B)(6) 2021. The patient was stable post procedure.